Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was attempting to present via remote transmission, but was unable to connect. The patient was sent an inductive transmitter to have the implantable cardioverter defibrillator interrogated, but that attempt failed as well. Patient presented in clinic and device interrogation revealed that there was no rf signal due to a software issue that caused the rf chip to become disabled. The device was reset and the issue was resolved. Patient was stable throughout event.